Manufacturer narrative:
D4: model # 6mm medium. Catalog # cdm-615. Serial # (B)(6). Lot # h80000355. Expiration date (dd-mmm-yyyy): 30-nov-2012. D9: device available for evaluation?: yes, date returned to manufacturer: 07/12/2021. G3: 30-aug-2021. G6: follow-up #1. H2: additional information, device evaluation. H3: device evaluated by manufacturer?: yes. H4: device manufacture date (dd-mmm-yyyy): 15-oct-2007. H6: type of investigation: 10 - testing of actual/suspected device, 3331 - analysis of production records. H10: limited information was provided; notably, no radiographs were provided. No microbiology or pathology reports or results were provided. It was not possible to assess the potential role of surgical technique or patient selection based on the provided information. The device was received not intact. A review of the lot history records for this device did not reveal any relevant non-conformances to device specification. The risk management files were reviewed and no new risks were identified in the available reported information for this pe that require any changes to the current fmea, risk analysis, or labeling. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences.

Manufacturer narrative:
Additional information and the return of the device has been requested. Without a device, serial number or lot number, the device history records review could not be completed. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences.

Event description:
It was reported the patient was revised. The device was removed.